Event description:
It was reported that the patient had a systemic infection with vegetation noted on the leads. The bi-ventricular implantable cardio verter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received measuring 36 cm and a medial portion was received measuring 36 cm. Analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2009; 419488 implantable pacing lead (B)(6) 2009; d284trk bi-ventricular implantable cardioverter defibrillator (ICD) (B)(6) 2009. (B)(4).